Event description:
Caller reported that the pump battery would not charge, despite using a tandem charging cable and a wall outlet. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the pump into a different wall outlet and to leave the wall adapter plugged into a known working outlet for at least 30 minutes to see if the pump would begin charging. A follow-up was planned to ensure resolution. The customer was able to charge using a different cable.